Event description:
A malfunction alarm labeled malf 12 was reported, and no notable events occurred before the malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and the issue did not recur. The customer was advised to continue using the pump and contact technical support if the malfunction reoccurs, and they acknowledged this guidance.